Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the patient was on continuous feeding when the feeds were found to be leaking from a hole in the feeding bag tubing onto the patient's heater for trilogy machine and onto the floor.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Five (5) samples were received for evaluation. Visual and functional evaluation was performed on all the returned samples and no leaking was found. Since the reported issue could not be confirmed, a root cause could not be determined. This complaint will be closed with no further action and will be used for tracking and trending purposes.